Event description:
A 76-yr-old black female to imaging dept for CT of chest, abdomen, and pelvis, with contrast. Contrast medium 240, 50cc bolus given with no reaction; drip continued. 10 mins into procedure pt experienced some sob. Contrast stopped and pt sent to ed where she arrested and expired. Multiple medical problems confirmed by CT, including metastatic ca. Actual cause of death unknown. Body sent to medical examiner. Autopsy results received 10/20/96 which revealed anaphylactic shock.